Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of event unknown / not provided, brand name unknown / not provided, device product code unknown / not provided, additional device information unknown, email address unknown / not provided.

Event description:
It was reported implant removed due to fracture. Pain as a consequence of the event.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One (1) unknown zimmer implant & one (1) unknown zimmer screw were returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Fracture screw also identified inside implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Pre-existing conditions were not noted on the per. The reported devices are located at tooth location 36 (fdi) and were used for approximately 10 months. Device history record (DHR) and complaint history review could not be performed, as the subject lot numbers associated with the reported products are not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur, and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.